Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
The review of the device history record (DHR) for the whitestar signature pro system could not be reviewed due to the system serial number was not identified (unknown). A complaint history was reviewed. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No deficiency has been identified all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
The serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a surgeon reported patient had a capsular rupture that required anterior vitrectomy and a sulcus lens was implanted. Surgeon indicated procedure was a routine 2-3+ nuclear cataract removal. The surgeon explained that he observed a posterior hole in the nasal capsule directly opposite of the phaco tip and suspects that the ruptures occurred when attempting to pull up pieces during quadrant removal while in peristaltic mode as there was not any issues during the sculpting segment. The surgeon felt as if the cataract pieces weren¿t coming out of the capsular bag easily and had to reach in deeper to grab them. The surgeon was unsure the console contributed to the event and explained that there was some patient cooperation issues. Surgeon indicated in the future will be more cautious with softer cataracts. At a post-operative exam, the patient¿s visual acuity was 20/30 uncorrected and patient outcome is well.